Event description:
Reported blood glucose results of 100mg/dl, 120mg/dl with a lifescan meter and 176 mg/dl, 192mg/dl on a laboratory device, performed within 20 minutes of each other, respectively. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.